Event description:
The physician attempted to aspirate a pancreatic pseudo cyst using a wilson-cook gi aspiration needle. The aspiration needle was introduced into side viewing endoscope. The physician was unable to advance the needle and the device was removed from the pt. As the needle was removed from the endoscope the needle detached and fell into the floor. The physician was unable to complete the procedure. No injury to the pt was reported.